Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h4, h6. The device was not returned to olympus for evaluation; however, the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lamp was at the end of life it and the issue was resolved after the main lamp was replaced. Thus, it was likely that the unit was switched to the spare lamp intermittently because the main lamp was about to expire. However, a definite root cause could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source changed to the stand-by light setting during the diagnostic procedure. There were no reports of patient harm.